Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of paroxysmal atrial fibrillation, a farawave nav catheter and faradrive steerable sheath were selected for use. When the farawave was inserted into the faradrive and air removal was attempted, the air could not be removed completely due to flushing difficulty. Air was observed at the flush port near the distal end of the farawave. Prior to introducing the farawave, the same faradrive sheath had been used with an orion catheter without any flushing issues. Based on this, the physician elected to continue using the original faradrive sheath. The farawave catheter was removed and replaced with a second farawave device. The procedure was successfully completed using the replacement catheter and the original faradrive sheath. No patient complications occurred.